Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) implant procedure the patient experienced a hematoma. The pocketed was re-opened and the hematoma was evacuated. About one week later, high undefined right ventricular (rv) pacing impedance and pacing impedance spikes were observed. It was further reported that the rv lead ¿was not seated well and was loose¿. A revision procedure was completed, and the set screw was tightened. The ICD remains in use. No further patient complications have been reported as a result of this event.